Event description:
Broke femur. Had plate implanted. Stated was healing well at md visit three months later dr. Stated one screw was broken and at next visit three more screws were broken. Having a lot of pain. Unable to pivot or more. Wheelchair bound. History of amputation. Plate to be removed (B)(6) 2012. Reporter is grandson of patient.